Event description:
The customer reported the observation of falsely depressed igf-I patient results when using lot 345 on an immulite 2000 xpi instrument. The initial results were not reported to the physician. The samples were repeated on the initial instrument, and the repeat results were higher and matched the clinical picture of the patients. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
An outside the united states customer contacted a siemens regional support center to report the observation of falsely depressed igf-I patient results when using lot 345 on an immulite 2000 xpi instrument. Quality control was within acceptable ranges on the date of testing. The limitations section for the immulite 2000 igf-I instructions for use states "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings". Siemens is investigating.